Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid drain out solution. The same day the patient was treated with cef-4 (1 gram loading dose) intraperitoneal (ip), then 300 mg each bag (4 exchanges, daily) and cefazolin (1 gram loading dose), (ip), then 300 mg each bag (4 exchanges, daily) for 3 weeks. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Four days after finishing treatment the patient experienced a second peritonitis event manifested by stomachache and turbid drain out solution. That same day the patient the patient was treated with cef-4 (1 gram loading dose) intraperitoneally (ip), then 300 mg each bag (4 exchanges, daily) , cefazolin (1 gram loading dose) (ip), then 300 mg each bag (4 exchanges, daily) and heparin 1,000 microns/bag for 7 days. The day after finishing treatment a turbid drain out solution was found. No lab work was performed. The cause of the second peritonitis event was unknown. The patient was not hospitalized for the event. At the time of this report it was not reported if the patient had recovered from the peritonitis event. On an unknown date the patient had discontinued pd therapy and hemodialysis was initiated. No additional information is available.